Event description:
Patient reported experiencing periodic high blood glucose (401-550 mg/dl), for the past 3 days. They indicated that they have attempted to resolve the concern by changing all of the device's accessories; however, their blood glucose did not decrease, as anticipated. Patient stated that they have only been able to lower their blood glucose by supplementing their normal infusion therapy with additional insulin injections. Additionally, patient noted that their urine had tested positive for ketones (using a home testing kit). No additional treatment was sought, for high blood glucose.